Manufacturer narrative:
Per the tandem user guide - never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 668 mg/dl and diabetic ketoacidosis. Reportedly, customer reused insulin from an old cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids of insulin, anti-nausea medicine, and an unspecified pain medicine. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. System check with tandem technical support confirmed that the pump was functioning as intended.